Event description:
It was reported the while unpacking the carotid wallstent, the stent was deployed out of the package.

Manufacturer narrative:
Device evaluated by MFR: device analysis determined that no issues were noted with the returned device which could contribute to the complaint incident. A visual examination of the returned device found that the stent had been fully deployed from the device and was returned. It was noted that the outer sheath was fully retracted. The inner pouch was also returned and had been opened at both ends. No issues were noted with the profile of the delivery system or the deployed stent. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that while unpacking the carotid wallstent- the stent was deployed out of the package.